Manufacturer narrative:
The technician found the brake casters were worn and the caster's supports were broken. He replaced the casters and the caster supports to repair the bed.

Event description:
Information received indicates the brake is not holding.